Event description:
Mobi-c p&f us revision cause of myelopathy. No additional information received from the reporter. Devices were discarded by the hospital. No known patient impact post "revision" surgery.

Manufacturer narrative:
The actual "prothesis" was discarded by the hospital and not returned to the manufacturer. The review of the device history record and "traceability" show no evidence on a device issue that may have impacted this event. As described by the reporter, the "revision" is related to progression of initial disease. As mentioned in the IFU, the selection of the patient for total arthroplasty is "extremely" "recommended" for the success of the surgery and that the "effectiveness" of this prothesis was not established on patient with myelopathy due to pathology at more than one level as for this case. "Therefore", the cause of this event is related to progression of the disease and inadequacy of the operation with the initial patient condition. Discarded by the hospital.

Manufacturer narrative:
Revision due to myelopathy progression. The 2nd product is ref # mb3555, lot 5276841, manufacturing date : 10 nov 2016 - expiry date : 01 sept 2021. Retained by hospital.

Event description:
Mobi-c p and f us revision 2 levels cause of myelopathy progression. Prosthesis removed and replaced by corpectomy and fusion.